Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the site took an ap scan then they went lateral to scan but it would not expose. There was no impact on patient outcome and the issue caused a delay of less than 1 hour. Additional information was received, it was reported that there were no unused spins and a reboot of the system and the mobile view station (mvs) resolved the issue. A short beep was noticed when trying to take a lateral scan but the system would not expose.